Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Concomitant products: 4968 lead, implanted: unknown; 1084t lead, implanted: unknown; 1084t lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the clinic. The rv coil impedance on the right ventricular leads was noted to be low. The alert was programmed off and the patient was provided a remote monitor for continued monitoring. The leads remain in use. No patient complications have been reported as a result of this event.